Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that during a partial rotator cuff repair. Surgeon prepared bone using the 3.4mm awl tap as per surgical technique. Anchor broke during insertion. Surgeon removed broken anchor and replaced with another 222343 without incident. Patient condition stable. 10 minute delay to procedure. No adverse patient event. Additional information received on 9/14/2017. Anchor broke into two pieces. Fragments were retrieved by arthroscopic grasper. Patient hard bone. No additional bone hole, same hole was used. Did delay result in adverse event? No. How long was delay? 10 minutes. ¿ when did the breakage occur? During insertion. ¿ did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. ¿ how was the procedure completed? With another like device. ¿ were alternatives readily available? Yes. ¿ any patient impact? No. Did the anchor break into two or more pieces? Two. If breakage occurred near surgical site, how were fragments retrieved? Arthroscopic grasper. Were there any procedural or patient anatomy factors which may have contributed to the breakage? Hard bone (B)(6) male. Is surgical intervention planned? Unknown. Did portion of the device remain in the patient? No. What was the reason for the 10 minute delay? Time taken to remove the broken fragments & reinsert new anchor. Was the original bone hole used to complete the procedure? Yes. What was the patient¿s bone quality (hard, average, soft)? Hard bone.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email that during a partial rotator cuff repair. Surgeon prepared bone using the 3.4mm awl tap as per surgical technique. Anchor broke during insertion. Surgeon removed broken anchor and replaced with another 222343 without incident. Patient condition stable. 10 minute delay to procedure. No adverse patient event. The device was discarded by the customer. Additional information received on 9/14/2017: anchor broke into two pieces fragments were retrieved by arthroscopic grasper. Patient hard bone. No additional bone hole, same hole was used. No portion of the device remained in patient. The reason for the 10 minute delay was the time taken to remove the broken implant preparing and installing a new implant.